Manufacturer narrative:
"Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. "

Event description:
It was reported to vyaire medical that the revel ventilator was having severe high pressure (svhp) and circuit disconnect alarms when powering on during ovp (operational verification procedure).